Manufacturer narrative:
B3: updated. D3, d4 and d7a: updated. D9 - date returned to MFR: 7-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. A 12-month service history review confirmed no additional records during that period. Visual inspection and functional testing were performed, during which the pump consistently triggered a distal occlusion. The complainant¿s allegation was therefore confirmed. The problem was resolved by replacing the dso seal and recalibrating the dso sensor. The probable cause was identified as a decalibrated downstream occlusion (dso) sensor resulting from a delaminated dso seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device triggered distal occlusion. There was no reported patient involvement or harm.